Event description:
The physician was deploying the angioseal device to close the arteriotomy. The device sheath became caught in the patient's leg tissue and could not be removed. Surgical intervention and an increased length of stay was required for the pt.